Event description:
Amo multi-purpose solution for contact lens. Experienced an eye infection. Went away when a different solution from a different company was used. The same contact lens was used so it was the solution that caused the eye infection. The lot number is zh02432. Exp 08/2012. Dates of use: (B)(6)2011 -- (B)(6) 2011 (nine days, not continuous). Event reappeared after reintroduction: yes.